Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed insulin leaking. Upon investigation, it was found that the customer's luer lock connection was loose resulting in insulin leaking. Customer's blood glucose level was 89 mg/dl.